Manufacturer narrative:
Common device name: intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) due to degenerative disc disease at c5/6 and c6/7. Intra-op, implant was inserted into the disc space. The cage appeared deformed and the surgeon tried to remove implant using inserter but it could not be removed. Surgeon had to use drill to break up the cage. The cage was removed in pieces. There were no patient complications as a result of alleged event.

Manufacturer narrative:
Product analysis result: visual optical microscopic visual and optical inspection confirmed the interbody cage was returned broken into multiple pieces. Unable to determine root cause of the implant failure in its current condition. It is possible the implant may have been damaged/bent during the implantation process and removed with a drill causing the implant to break into multiple pieces. If information is provided in the future, a supplemental report will be issued.